Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced redness, inflammation, pain, and granulation around the stoma site. On (B)(6) 2018 the patient was diagnosed with a stoma site infection. On an unknown date, the patient was hospitalized for peristomatitis. The patient was treated with intravenous ampicillin sodium 8g from (B)(6) 2018 to (B)(6) 2018, and oral amoxicillin hydrate/potassium clavulanate 750 mg from (B)(6) 2018 to (B)(6) 2018. As of (B)(6) 2018, the event of stoma site infection was recovering.